Event description:
Pt with occluded arteries in left lower extremity underwent angiogram and stenting of vessels in the extremity. In left common iliac artery there was a posterior plaque which appeared significant and an outer calcific rim that appeared chronically dissected. Placed the balloon expandable 8x40 stent from right approach to the left. It appeared that the proximal end was deformed, so the left groin was cannulated retrograde with a 6-french sheath, inserted a wire and then placed a balloon expandable stent to better expand the proximal origin of the common iliac stent that was previously placed. There was an excellent result and the patient had a palpable left posterior tibial pulse after the procedure.